Event description:
The customer reported the system displayed a data corrupt error message. This message will result in a no boot situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.